Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer's continuous glucose monitor read "high," however, a specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. Additionally, it was reported that the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."